Event description:
A customer reported an occlusion alarm that caused their blood glucose level to exceed 500 mg/dl. They did not need assistance from a third party and attempted to resolve the issue by clearing the alarm and administering a correction bolus via the pump. The customer also confirmed experiencing frequent and recurring occlusion issues and was transferred for additional assistance by technical support.